Event description:
It was reported that the patient suffered a burn around the incision site during a hip arthroscopy. From the initial information received the surgeon admitted bending the probe while in the joint. Further communication indicates the burn was approximately 3mm around the incision. Or manager states arcing was produced to the metal cannula. Silverdine cream was applied to the burn at the time of the event. The patient is currently doing well. This device is used for treatment.

Manufacturer narrative:
Device is expected for evaluation, but has not yet arrived. In further information communication with arthrex representative presents in the case, it was indicated that the surgeon admitted fault at the time of the event. Product dfu warns the user to not bend or reshape the probe, because insulator damage can result. In addition, it also warns the user to not use metal cannulas because these may damage the probes insulation or create an alternate current path (capacitive coupling) resulting in an unintended burn. Event attributed to user error.